Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (test strip lot 497528), is related to case with patient identifier (B)(4)(test strip lot 497690).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 30.3 mmol/l (system 1) and 9.4 mmol/l (system 2). No adverse event reported. The customer used test strip lot numbers (497528) and (497690). It is unknown which lot number was used for which result. Return of the suspect device was requested for evaluation.